Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported " upstream occlusion error" was not reproduced. The device was tested for any error messages and found upstream occlusion functioned as designed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.